Event description:
An ICU patient was scheduled for a CT scan of the chest. The pt reportedly had poor veins. During the CT scan, the IV in her right wrist extravasated. They switched to an IV in her left wrist, which also extravasated. An estimated amount of 15-20ccs of contrast extravasated into the left wrist. Warm compresses were applied and the pt returned to the ICU. A wound care nurse monitored the IV site and recommended a plastic surgery consult. The pt had a hematoma that required an incision and drainage that was performed in 2008. The wound site is reportedly granulating well and will continue to be treated for three months. The risk manager indicated that they do not believe that the extravasation was due to an equipment issue. It is considered a common complication that is not device related.

Manufacturer narrative:
Medrad service checked the injector and no problems were found. The customer accepted the offer of additional applications training which will be scheduled.